Event description:
On (B)(6) 2025, nurse assist received a complaint from medline industries stating that one of their costumers reported that they developed an infection following the use of nurse assist saline solution. The complaint details reported by medline states: "spoke to customer, who called in stating that back in (B)(6) 2023, her home health care provider ordered (4) bottles of saline solution. The customer received a recall letter regarding the item on march 19th, 2025. The customer used the saline solution back in 2023 & experienced an infection, after hip replacement surgery in 2023. The customer had frequent visits with her surgeon, who determined that her incision was infected. The customer had to go back in & get her affected area debrid & the incision healed. The customer is unaware if the saline solution caused the infection or not. The customer states that the home health care company she had was pinnacle. (3) of the (4) bottles are unopened and can be sent in for evaluation. It was reported that the solution was used after a hip replacement surgery. An infection occurred that required follow up treatment."